Manufacturer narrative:
The product has been returned to boston scientific. Analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that this patient underwent a surgical procedure for an elective device replacement. During the procedure, visual examination noted that this lead appeared to be damaged on the distal end of the terminal pin. The lead was removed and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead revealed that the terminal pin of the lead was separated from the terminal ring, and only the proximal segment was returned. This damage is consistent with an inadequate bond between the medical adhesive on the insulation and the terminal ring. Additionally, the conductor coils were noted to be slightly stretched between the terminal pin and terminal ring. Cuts/punctures in the insulation and the insulation is torn around the circumference, along with deformed conductor coils were noted approximately 125mm from the terminal pin. The lead appears to have been grabbed with force in this area, likely with some type of tool.

Event description:
It was reported that this patient underwent a surgical procedure for an elective device replacement. During the procedure, visual examination noted that this lead appeared to be damaged on the distal end of the terminal pin. The lead was removed and replaced; and, it was returned to boston scientific for analysis. No adverse patient effects were reported.